Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. During the procedure, zb cup, liner and head was implanted with depuy product. The patient underwent a revision approximately 3 weeks post-implantation due to recurrent dislocations and impinging posterior and inferior on the cup. The cup was revised to be more closed with less anteversion in an effort to account for the impingement and a new freedom construct implanted. Attempts have been made and no further information has been provided.